Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The device was sent to philips bench for evaluation. The philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer.